Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive date review. The investigation findings revealed the drive train motor brake assembly air gap was too wide, out of specification. Therefore, the root cause of the reported system error was due to a damaged drive train motor. Unrelated to the reported complaint, a cut patient wire restraint was observed on the autopulse platform during visual inspection in which was likely due to user error. The top cover need to be replaced to remedy the cut wire restraint. Also observed, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The faulty shaft was due to wear and tear. The returned autopulse platform is nearing its expected serviceable life of 5 years, it was manufactured in december 2015. To remedy clutch plate, deburring need to performed. During archive data review, system error latch 139 (unable to hold compression position (system error)) was observed. Thus, confirming the reported complaint. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" during power on. Thus, confirming the reported complaint. To remedy the system error, the damaged drive train motor need to be replaced. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaints reported for autopulse with serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2017. Autopulse platform displayed "system error, out of service, revert to manual CPR" message due to damaged drive train motor. Drive train motor was and will be replaced to remedy the issue.